Event description:
Allergan france received notification from a pharmacist regarding a patient who developed an ocular infection while using complete comfort plus solution. The patient was seen at hospital where the solution was analyzed and found to be contaminated with pseudomonas aeruginosa (retrieved also on the lens case and the lenses with klebsiella oxytoca). Further information has been requested.